Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unable to charge. Reportedly, the pump was able to charge using an alternate wall adapter and charging cable. Customer's blood glucose (bg) was "high." Customer delivered manual injection to address elevated bg level. Reportedly, the customer reverted to using manual injections for insulin therapy.